Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was re-seated/adjusted to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
A customer reported an event of a "smoke" or haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed from october 2017 to april "2108" and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the smoke/haze issue is the oil mist filter. The field service engineer adjusted/re-seated this part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).